Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h11a17025 and h10l15069 with no exceptions observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The following information was obtained from the peritoneal dialysis nurse on (B)(6) 2011. The patient experienced (B)(6) while working at a hospital. The cause of the peritonitis was the (B)(6) that the patient acquired while working at a hospital. The nurse stated that the cause of the peritonitis was not due to the position of the catheter as previously reported by the consumer. On an unreported date in 2011, the patient recovered from the peritonitis. The patient had not recovered from the mrsa infection at this time. The nurse stated that the events of peritonitis and (B)(6) were unrelated to dianeal therapy. This is report 1 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis in a (B)(6) male patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. In (B)(6) 2010, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (dosages, frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer stated that on (B)(6) 2010, the patient experienced peritonitis. The consumer stated that the peritonitis was due to the position of the catheter. Treatment information was not reported. Dianeal and extraneal therapies were ongoing. The patient was recovering. An opinion of causality was not reported.